Event description:
It was reported that, that the puncher was caught "by the tibial baseplate with nrg size 11, 3/5 and 7/9 cemented". The surgery (which was observed by to sales field manager) was continued by using the free hand technique and was completed successfully.

Manufacturer narrative:
Summary of evaluation: this event is related to user misuse. The punch thru tibial base plate and cement tibial punch are devices that are matched up according to size. According to surgical protocol, a #11 tibial base plate should be matched up with a#11/13 cement punch. A size #7/9 cement punch is only intended to use with a size 7 or 9 base plate. The 7/9 cement punch is too small for the size 11 base plate.